Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4). Note: at call back on (B)(6) 2017, the customer stated she was still feeling dizzy and weak. The customer stated no medical intervention was needed since the last call. Customer stated that the meter was working. Unable to contact the customer via telephone at call backs on (B)(6) 2017. Product notification letter unable to be sent to customer as no address on file.

Event description:
Consumer reported complaint that numbers would just keep flashing different results on screen without a strip being in the meter. The customer's expected blood glucose test result range was undisclosed. During the call on (B)(6) 2017, the customer reported feeling dizzy and weak; customer denied need for medical assistance at the time of the call. During the call on (B)(6) 2017, a blood test was performed by the customer and produced test result of 318 mg/dl using truemetrix air meter. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 10/27/2017 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history. Customer realize she was possible pushing the button at the top and the meter was flashing the memory readings back and forth.